Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) and user advisory (ua) 18 (max take-up revolutions exceeded) was confirmed during archive data review but was not reproduce during functional testing. The root cause for the user advisory (ua) 45 error message was due to the driveshaft not being at "home" position, which was likely attributed to user error. The probable root cause of the user advisory (ua) 18 error was either the autopulse platform detected that the patient's chest was too small while sizing the patient (take-up), or the autopulse platform detected no weight present on the platform. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. During the visual inspection, a damaged front enclosure was noted. The observed physical damage was unrelated to the reported complaint and likely attributed to user mishandling. The front enclosure was replaced to address the physical damage. The autopulse platform passed the initial functional testing without any fault or error. The load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. In addition, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The archive data was reviewed and contained the user advisory (ua) 45 and user advisory (ua) 18 error messages around the reported event date, thus confirming the customer complaint. Also, the archive data revealed the presence of the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), unrelated to the reported complaint. The error messages were cleared by the user and were not reproduced during the functional testing. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The user advisory (45) error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. User advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. User advisory (ua) 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During patient use, the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) and user advisory (ua) 18 (max take-up revolutions exceeded) error messages. The user reset the platform, however, the error messages were unable to be cleared. The use of the autopulse platform was discontinued and manual CPR was performed. No consequences or impact to patient. Per reporter, after the call, the platfom was tested with the manikin and displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) after the platfrom resumed the compressions following the pause.